Manufacturer narrative:
Unit received with cracked reservoir tube lip. Unit passed the displacement test. However, the unit was unable to download to carelink due to a47 alarm found in the alarm history file. A47 alarm due to corrupted history file. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had red product on the edge of reservoir compartment. No harm requiring medical intervention was required. The insulin pump was returned for analysis.